Manufacturer narrative:
The product has not yet been returned for evaluation. When the device is returned, conmed will perform an evaluation and upon completion will file a supplemental medwatch report.

Event description:
The distributor in (B)(6) reported that during receiving and inspection of incoming products, a crease was found in the sealing area of 26 sterile packages containing the 10k arthroscopy inflow/outflow tube sets. There was no patient involvement as this was found prior to distribution to an end user.

Manufacturer narrative:
The contact person has been updated. Conmed received (26) 10k150 tubing sets with lot number 201609054 for evaluation. Visual examination of the returned packages found creases in 17 packages located in the vendor chevron seal. One package had a crease in the manufacturers seal. The tubing sets were forwarded to the packaging engineer for dye leak testing. All 26 of the returned tubing set packages were tested and all 26 passed the dye leak test. The device sterility had not been compromised as a result of the creases observed in the seals.

Manufacturer narrative:
Conmed received (26) 10k150 tubing sets with lot number 201609054 for evaluation. Visual examination of the returned packages found creases in 25 packages located in the vendor chevron seal. One package had a crease in the manufacturers seal. The tubing sets were forwarded to the packaging engineer for dye leak testing. All 26 of the returned tubing set packages were tested and all 26 passed the dye leak test. The device sterility had not been compromised as a result of the creases observed in the seals. A review of the device history record for this lot found no abnormalities that would contribute to this issue. Of this lot containing 1180 units, there have been no other similar reports received. A 2-year review of the complaint history for this device family shows there have been 75 reports related to this failure mode. (B)(4). To date, there have been no serious injuries or deaths related to this reported problem. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. An investigation has been opened to address this issue and to ensure product safety. The packaging anomaly was obvious to the distributor personnel and therefore prompted the return of the device for evaluation and replacement. As with all medical devices, examination of the products occurs multiple times prior to use (shipping/receiving, distribution, storage and immediately prior to use). Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. Additionally, the product's instructions for use (IFU) warns: if packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately.